Event description:
Ous MDR - after an implantation time of 4 1/2 years, syncope was reported.

Manufacturer narrative:
Ous MDR - scratches found on the pacemaker housing most likely are due to the explantation procedure. Mechanical analysis of the connector system showed no deviation from the specification. Set screws could be easily screwed in and out. Contact marks on the set screws confirmed a connection with leads at least once. Spring elements for the electrical contact between the lead connectors and the pacemaker channels did not show any deviation that could have been related to the complaint. Test leads could be connected reliably. Upon incoming inspection, the pacemaker stimulated with the following parameters: dddr-mode/70 ppm. The atrium was programmed to 1.0 v amplitude, 0.3 ms pulse width. Bipolar pacing and sensing polarity and lead check was not activated. The ventricle was programmed to 2.4 v amplitude, 0.4 ms pulse width. The pacing and sensing polarity was programmed to unipolar and lead check was "on". The pacemaker was subjected to a complete final acceptance test and proved to be within all electrical specifications. Particularly, an insufficient pacing amplitude and pulse width were not observed. The documentation as received was analyzed. A programmer print out of 2007, was reviewed. The programmed parameters did not differ from the parameters programmed as received at biotronik, except for the ventricular pacing and sensing polarity. Due to the activated lead check the polarity switched to unipolar after explantation. While implanted, no lead switch to unipolar was reported. This strongly indicates a reliable connection. The night prior to explantation several mode switches were documented in the print out leading to the assumption or atrial tachycardia, confirmed by an external ECG.